Manufacturer narrative:
Retainer ring = black. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Device was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error (open book image) alarm. Unable to confirm/not confirm a pump error 130 because unable to perform the above tests. Attempt to download/upload using crest/thus successful. Both the pump error 130 and pump error 35 are found in the long trace file. According to the data in the long trace file, the pump error 130 occurred three times at 7(B)(6) 2021 11:45:04 am, (B)(6) 2021 9:06:04 pm, and (B)(6) 2021 9:18:10 pm. Pump error 35 has occurred at (B)(6) 2021 9:46:58 am. The force sensor zero offset measured in specification = 24.4 mv. The motor was tested outside the device, and it passed. After visual inspection, there is corrosion on/around the following: battery compartment, battery board; pcba1--j7. In summary, the critical pump error (open book image) alarm and the pump error 35 are due to the moisture damage at pcba1--j7. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm. Customer had power error alarm and was passed the displacement test. Customer was able to clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.